Manufacturer narrative:
Upon receipt of the complaint information, centerpoint inquired for additional information about the event since no patient consequences were noted by the physician, but the adverse event codes for serious injury and arrythmia were selected. Centerpoint confirmed from the distributor that no permanent injury occurred and the adverse event was noted to be possibly related to cps locator 3d plus. After temporarily pacing the patient, the lead implantation resumed and was successfully completed. The patient remained stable throughout the procedure and no serious health consequence resulted from this event. In the event that a patient has a diseased conduction system--presumably why they are getting a pacemaker in the first place--it is possible to induce complete conduction system block by way of minor manipulation of a catheter in the heart. It is not necessarily due to any particular deficiency of the catheter and may be considered a general procedural complication. The device was not returned for further evaluation; therefore, it could not be definitively refuted that the event was not caused by a malfunction or misuse of the device. Centerpoint is reporting this event out of caution to comply with applicable regulatory requirements.

Event description:
During implant procedure, subjects conduction system was disrupted from delivery catheter placement at intraventricular septum, causing subject to develop ventricular standstill. Transcutaneous pacing: immediately administered, and right atrial lead temporarily deployed to right ventricle for pacing support. Csp-ICD lead implantation resumed, and no complications resulted from standstill.